Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the 510k is as follows: g4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative patient result was obtained from a veritor analyzer. The user visually read the test cartridge and questioned the negative result. The same test cartridge was inserted two more times into the veritor analyzer until a positive result was obtained. The reporter was not sure which analyte was being questioned as negative. There were no health impact or consequences reported. Eua (B)(4).

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative patient result was obtained from a veritor analyzer. The user visually read the test cartridge and questioned the negative result. The same test cartridge was inserted two more times into the veritor analyzer until a positive result was obtained. The reporter was not sure which analyte was being questioned as negative. There were no health impact or consequences reported. Eua: (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant results when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number unknown. The customer reported that during a testing event, an associate visually read a test cartridge, thinking it should be read as positive, but the analyzer read it as a negative result. The same cartridge was re-inserted in the analyzer twice more until a positive result was read by the analyzer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.